Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a crack on the battery tube side that affected the insulin pump's functionality. Blood glucose value at the time of event was 51 mg/dl. The customer experienced symptom of shakiness during the event. The customer was treated with carbohydrate intake. The event involved product(s) mmt-242a, mmt-332a, mmt-1884l. Troubleshooting was partially performed for low blood glucose event as the customer declined further troubleshooting. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode.no further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. In summary, the customer¿s report of a cracked case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.